Manufacturer narrative:
The investigation determined that, in addition to the proficiency fluid results, results for both vitros and non-vitros quality control fluids using vitros gent reagent lot # 1512-06-8755 were negatively biased. The root cause of this event was determined to be user error as the customer had not properly verified the vitros gent calibration in use at the time the proficiency fluids were processed. Following re-calibration of vitros gent reagent lot # 1512-06-08755, acceptable quality control and proficiency fluid results were obtained.

Event description:
The customer observed negatively biased proficiency fluid results processed using vitros gent reagent on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Pt samples were not affected as only quality control and proficiency fluids were tested during the event. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).